Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a monarc device was implanted. Ams has been informed that a legal claim is pending; no further information has been provided to-date.